Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring ems intervention is consistent with the reported emergency room evaluation and treatment with oral glucose. Review of available information identified that the user had recently changed insulin types prior to the event and was uncertain whether this change contributed to the reported hypoglycemia. The user reported a blood glucose value of 30 mg/dl and contacted emergency medical services. The event was corrected with oral glucose and the user was evaluated and released from the emergency department on the same day. At the time of reporting, no symptoms or long-term health effects were reported. Based on the available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl, resulting in emergency medical treatment. Emergency medical services were contacted and the user was transported to the emergency room where the user was treated with oral glucose and released on (B)(6) 2026. No long-term health effects were reported.